Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low impedances since (B)(6) 2015; an insulation abrasion was suspected. The patient experienced pocket stimulation when the outputs were increased. The lead was capped and replaced on (B)(6) 2015. The patient was doing well post procedure and would continue to be monitored.